Event description:
It was reported that while in use, the inflation line was adhered to the tube. No patient injury.

Manufacturer narrative:
Month and year of event have been provided ,day is unknown, no information has been provided to date. One device was returned for investigation where it was found that the customer complaint was true. During the manufacturing process, production personnel are expected to do routine checks of the devices to ensure the manufacturing procedures are being followed. Production personnel were made aware of this issue. Device history review showed no non-conformities of the reported lot number during the manufacturing process.